Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer repeatedly failed when removing meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Case: (B)(4): failed drawers. Wo: (B)(4) medstation es: drawer keeps on failing on south. Case: (B)(4) failed drawer. Case: (B)(4) check drawer for failure. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 26-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer repeatedly failed in the south location. A field service engineer swapped out the drawer, using the existing drawer controller board as the one in the new drawer was not working. User recovered the drawer and was able to inventory items from drawers 1 and 2 to resolve the issue.